Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the patient dropped their infusion pump on (B)(6) 2017 which resulted in the cleo® 90 infusion set being pulled out. The patient stated that they had a "red spot and hard." According to the report, the patient's blood glucose level was 153 mg/dl during the reported event. The patient delivered a correction bolus to resolve their high blood glucose. No issue were identified with the infusion set when the package was first opened. It was reported that later that day the patient experienced high blood glucose levels. The patient reported that on (B)(6) 2012 they attempted to place a new infusion site; however, the infusion site would not adhere. It was reported that the patient blood glucose levels were 372 mg/dl at the time of the events. According to the report, the patient was able to successfully place a new infusion site and delivered an insulin correction bolus to resolve their high blood glucose. The patient did not observe any issue with the infusion sites when the packages were first opened. The patient did not experience any permanent injury due to the reported events. Related MFR #: 3012307300-2017-00672 and 3012307300-2017-00772.